Manufacturer narrative:
The device was returned for investigation. There was no evidence of the reported problem found in the event log. A functional test was performed, and the device passed. The reported failure was not replicated. Three accuracy tests were performed, and the pump was found to be within manufacturing specifications. The root cause of the event cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device fails accuracy -15.7%. No patient injury was reported.